Manufacturer narrative:
(B)(4). Medical product: unknown art surface catalog #: n/I lot #: n/I; unknown tibial catalog #: n/I lot #: n/I; unknown femoral catalog #: n/I lot #: n/I. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03301, 0001822565 - 2021 - 03300, 0001822565 - 2021 - 03299. Investigation incomplete.

Event description:
It was reported that a patient is alleging that a right side knee construct was revised due to subluxation on an unknown date.

Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided. This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. It was found during investigation, that the product related to previously associated MDR: 0001822565-2021-03300 should not have been reported. MDR: 0001822565-2021-03300 has been updated and is now void if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.